Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she received a low reservoir alert when she had 5 units left in her reservoir. Her blood glucose was 11 mmol/l. However, she said that she did not receive an empty reservoir alarm when she ran out of insulin, which caused her to be out of insulin for 5 hours. She checked her pump status screen and it displayed that she has 0 units left in her reservoir. The customer said that she has not been on the cgm for a week and that she did not receive any pump errors. She tried to perform a self-test but did not receive a message stating that the self-test had completed. The customer performed a displacement test and it passed. She is worried that the pump will not warn her when she¿s hyperglycemic so she was advised that the pump will be replaced. The customer had also complained that her sensors were not penetrating her skin. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin flow blocked alarm was functioning properly after 0 units remaining in reservoir during testing. This is an expected alarm per user manual. The insulin pump was functioning properly during testing. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.